Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that this was the first time the patient had their impedances tested. No actions were taken to resolve the high impedances and they weren't resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that electrodes 6 <(>&<)> 7 have impedances of >40k ohms. The rep checked the electrode reference and those are the only 2 electrodes having impedance issues. All other electrodes are less than 1000 ohms. The rep said she needs the 6 <(>&<)> 7 electrodes for programming. It was discussed potential for the lead to have moved or a connection issue. The patient said post implant the impedances were fine. The rep met with the patient today for initial programming. No further complications were reported. No patient symptoms were reported.